Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of display issues. The display screen was very dim and had distortion on the right side. The ECG (electrocardiogram) connector was also found to be loose so the printed circuit board was replaced, the paper guide was broken off the printer drawer, the system fan was noisy, and errors were noted in the programmer history log. A stylus was added and calibrated because none was returned with the programmer. (B)(4).

Event description:
It was reported that the programmer display screen did not display clearly during programming. The programmer was returned for service. No patient complications have been reported as a result of this event.